Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for scheduled orthotopic heart transplant evaluation and developed gi bleed while in hospital. No alarms were reported for the event. The patient underwent colonoscopy and a polyp was removed. The bleeding resolved.